Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Only the cassette with drain bag was returned for analysis. Used lab stock components to replace missing items and continue testing. Visual inspection found no obvious defects. A full internal pressure leak test was then conducted on the cassette utilizing an external pressure source and no leakage was detected. A console representing a current software version was then used to test the sample. The sample could prime, and pass intraocular pressure calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Furthermore, no leakage was detected from the manifolds, connectors, or drain path between the consumable and console. After functional testing no leakage was detected from the pump elastomer or on the pump area of the fluidics module. The presence of fluid leaking from the cassette was not confirmed. After both leakage and console laboratory testing, inspection of the sample indicated no signs of continued leakage from the pump elastomer or cassette. Furthermore, there were no signs of fluid leakage onto the fluidics console due to leakage from the cassette. The cassette passed functional and performance testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the cassette leaked during a procedure. The procedure was completed safely without product replacement. There was no patient harm.